Manufacturer narrative:
Two devices were returned to the MFR. The distal tips of both catheters had long smooth tears. Damage to the catheters can occur when the needle and catheter are not removed simultaneously. The needle may nick the catheter and cause it to tear. This possibility is addressed in our product labeling. The remainder of the catheters met specifications for tensile and elongation testing. A review of the manufacturing records showed no anomalies.

Event description:
It was reported that the catheter shredded during implantation.